Event description:
Customer reported via phone call to have high blood glucose of 401 mg/dl, which was treated by drinking water. Customer had symptoms of nausea, dehydration, shaky, thirst, and frequent urination. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there were air bubbles in tubing. Later, customer reports that there was a large air bubble in reservoir and was not able to remove by delivering a 5u fixed prime into air. Insulin pump passed high pressure test and setting were correct. Customer used remaining insulin in reservoir. Customer reports of going to see healthcare professional.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.